Manufacturer narrative:
The technician found the external buzzer did not function does not know what may have caused the buzzer speaker to stop functioning. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external buzzer power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit had no alarm sound. The bed was located in the basement at the facility. There was no patient/user injury reported. (B)(4).